Event description:
Complainant alleged that the user was continuously discharging the device at 200 joules into an analyzer to deplete the battery, the device shut down and was powered back up. At that time, the device displayed "defib disabled," "pacer disabled" and "pacer fault 116" messages. Complainant indicated that there was no patient involvement in the reported malfunction.